Manufacturer narrative:
(B)(4). Estimated date. Concomitant products: dilatation catheter: voyager; guide cath: 5f jl4, 5f al1, 6f al0.75; sheath: 5f; other: pronto extraction catheter; vessel closure: perclose. The voyager device referenced is being filed under a separate medwatch report. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The source of the peeled foreign material found in the tissue could not be determined. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency.

Event description:
The following event was noted through article review entitled "hydrophilic polymer emboli: an under-recognized iatrogenic cause of ischemia and infarct." The case described was identified prospectively at a single institution. The patient underwent a wide variety of interventional procedures during the medical course, including bilateral lower extremity angiography with laser atherectomy and balloon angioplasty, arterio-venous fistula revision, and therapeutic cardiac catheterization, including thrombectomy and stenting (3.0x15 xience) of the right coronary artery. A 2.5x15 voyager balloon and a 3.0x15 powersail balloon were used during the cardiac catheterization. Eventual biopsy of a non-purulent, non-healing left heel lesion revealed gangrenous soft tissue with an intravascular focus of lamellated, non-polarizable, non-refractile, granular, basophilic foreign material. The involved vessel measured 85 um in diameter and exhibited adjacent foreign body type reaction. The article does not directly correlate the adverse outcomes to a specific device. No additional information was provided.